Event description:
It was reported that via telemetry in the office the device reported a lower-than-expected battery voltage. The device remains in use. It was also reported that the ventricular lead was showing intermittent loss of capture, with suspected exit block. The lead was capped and a new ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and no anomalies were found. (B)(6) 2010, the battery voltage with telemetry was 2.88v and the daily measurement was 2.96v.